Event description:
It was reported that system diagnostics were performed on this patient's device indicating high impedance. The patient's device was therefore disabled, and they have been referred for surgery. The doctor also mentioned that the patient took a very bad fall. Clinic notes were received for the patient's surgery referral that indicated that the patient had recently seen their pulmonologist, who diagnosed the patient with right vocal cord paralysis, ad as part of the diagnostic workup, a CT scan was ordered which indicated disconnected vns leads. The pulmonologist also indicated that the patient has shortness of breath which was contributed to the vocal cord dysfunction. The neurologist believes that the high impedance is due to the patient's recent fall. A review of device history records for the lead shows that no unresolved non-conformances were found. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient reported that her current surgeon stated that the surgeon who previously implanted the vns was sued for malpractice and did not perform the surgery as they were trained to do so, using an opposite approach, and that the previous surgeon was just looking for a way to retire quickly. Additional information was received from the patient¿s current surgeon¿s office who stated that the patient was found to have a torn vns electrode wire, which indicated high impedance, and therefore needed to be replaced. The anchor tether at the distal end of the lead end was stated to have migrated due to the torn lead wire, which was stated to be due to the patient's fall. It was also stated that the fall caused paralysis of the vocal cord. There was no information that the vns had been placed incorrectly, or anything else regarding the previous surgeon and the only mention is that of the lead fracture and high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's lead and generator were replaced. When the surgeon removed the old generator from the pocket, the lead was completely twisted and knotted. The doctor stated that it was separated in 2 pieces. The explanted products were sent to pathology. The products have not been received by the manufacturer to date. No other relevant information has been received to date.